Event description:
The physician deployed a protege everflex stent with a 7f catheter. It was deployed over a 035 guidewire into the distal sfa, and its delivery system was removed. The physician post dilated and went in with a pta balloon. At this point the physician noticed that the tip of the stent delivery system had been dislodged from the delivery system, in which during retraction, the device tip was retrieved; utilizing a 6mm spider. The stent was then post dilated and that was the end of the procedure once they retrieved the tip. The tip did get separated.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.